Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported trunnion broken on the stem, took out stem and cup. Replaced with long stem ha restoration & tritamium cup. Update received from sales rep on (B)(6) 2016: "doctor felt there was metal debris from the stem & that the cup maybe affected."

Event description:
Rep reported trunion broken on the stem, took out stem and cup. Replaced with long stem ha restoration & tritamium cup. Update received from sales rep on 18-oct-2016: "doctor felt there was metal debris from the stem & that the cup maybe affected."

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: the provided medical records were reviewed by a consulting clinician who indicated "the primary harm involved is structural failure tha femoral stem. There is insufficient documentation presented to complete this assessment." Product history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant concluded that the primary harm involved is structural failure tha femoral stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as revision operative report, pathology reports, pre and post-op x-rays, implant records from the surgeries, surgical pathology reports, hematology and chemistry laboratory reports, outpatient office/clinic notes, implant retrieval are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.